Event description:
Following the implant procedure, a marker anomaly was noted when interrogating the device. These marker anomalies are typically associated with disturbed telemetry, however, the bluetooth low energy (ble) telemetry appeared to be functioning normally. The cause of the marker anomaly remains unknown. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a marker anomaly in the egm was confirmed. The additional information provided was reviewed by abbott engineering and it was determined that the marker anomaly was suspected to be due to a single bit flip that occurred, causing the issue. The root cause for the bit flip was unable to be determined with the information available